Event description:
During a check-out procedure at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" code was found in the ventilator's downloaded error log. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's system board was replaced to address the issue.